Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly kinked. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during the preparation of an angioplasty procedure, the pta balloon allegedly kinked. It was also reported that the device was unable to advance over the wire. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta device has returned for evaluation. On the visual evaluation of the device, it was observed a kink on the glue joint, on further circumferential break at glue joint was observed under microscopic observation. On the functional evaluation the guide wire lumen was flushed, on further the in-house guide wire attempts to advance over the catheter but it was unsuccessful due to the break at the glue joint. No further testing due to the nature of the complaint. Therefore, the investigation has confirmed for the reported catheter kink as a kink was noted on the device which returned for evaluation. The investigation was also confirmed for the identified break as a circumferential break was noted at the glue joint on the device which returned for evaluation. The investigation is also confirmed for the reported device-device incompatibility as the guide wire couldn't advance over the catheter during the functional evaluation. A definitive root cause could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 07/2023), g3. H11: b5, h6 (result and conclusion). H11: section a through f the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.